Event description:
The 27.29 results on a tosoh aia-900 were being run and reported via an orchard software lis. The lis software was improperly configured to request the specimen at a 1:1 dilution instead of the proper dilution of 1:21 as required by the test protocol. One erroneous result was reported. Seven pts results were transmitted as >h (high). The instrument test file was confirmed as correct, and until the software from the lis is corrected to request the proper dilution, the specimens are run by-passing the host query function. The correct results are obtained and reported.